Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis was removed due to erosion and infection with purulent discharge. Upon device removal, the physician noted fluid loss from a hole in the tubing between the cylinder and the pump. The patient was treated with oral antibiotics. A new tactra penile prosthesis was implanted. No further patient complications were reported.